Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15095. It was reported surgical intervention may be undertaken for the patient's leads implanted in her cervical region. The reason for the potential surgical intervention is unknown at this time.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15095. Follow-up information indicated the location of the ends of the patient's leads were impeding her head movements. Surgical intervention was undertaken on (B)(6) 2015 and the ends of the leads were rerouted and reinserted into the ipg. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.